Event description:
It was reported that the trailing haptic broke during insertion. The incision was enlarged to remove the lens. Ref MDR#: 1313525-2015-01542 for the inserter involved in the event.

Manufacturer narrative:
Additional information: corrected data: (name). The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information received the exact root cause could not be determined. However, it is to be noted that the patient has a medical history of bilateral iritis which is a predisposing factor for postoperative inflammation.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.